Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the metal on the inside of the laryngoscopes appears to be flaking off. Flaking is accruing on inside of the lumen of the scopes. There was no patient injury.

Manufacturer narrative:
(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. A previous complaint was received from the customer which was reworked and returned. Additional devices were expected for review and service through the complaints system but have not yet been received. The complaint will be reopened if/when the samples are received.

Event description:
It was reported that the metal on the inside of the laryngoscopes appears to be flaking off. Flaking is accruing on inside of the lumen of the scopes. There was no patient injury.